Event description:
Ous MDR - after an implantation period of approximately 51 months oversensing of the rv lead with inappropriate shocks as well as a pacing impedance > 3000 ohms were reported. The lead was explanted and replaced.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. The visual inspection showed multiple signs of abrasion along the lead body. Especially in the distal area, near the shock coil, the insulation was damaged due to fraying. In addition, there was a fracture of the rope conductor to the ring electrode, which could also be measured during the electrical analysis. These damages are with high probability the cause for the clinical observations. The observed damage manifestation speaks for strong mechanical stress of the lead. Reasons for an increased stress level of the lead in the implanted state cannot be clarified conclusively without x-ray images, diagnostic images of any other kind, and other information on the patient. An accumulation of various influence factors should be considered. This includes a strong ingrowth response of the lead in the distal area and fibrosis formation at contact with the myocardium. An unfavorable implantation position of the lead is also a known influence factor. In addition, both the individual anatomy and increased physical activity of the patient, in particular when affecting the upper body, play a role. During the mechanical analysis, a mandrin could not be advanced completely into the lead, which is most likely due to the damage in the distal area that was mentioned above. It was therefore not possible to check the fixation mechanics. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.